Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this pacemaker system. Boston scientific technical services (ts) reviewed device strips, and determined the clinical observations were related to the minute ventilation (mv) oversensing. The feature was deactivated by the signal artifact monitor. In addition, high impedances measurements measuring greater than 3,000 ohms were noted in both the right atrial and right ventricular channels. There was no inhibition noted. Boston scientific technical services discussed troubleshooting. No adverse patient effects were reported. This right ventricular remains in-service.